Event description:
Analysis of the device revealed coil separation from the fused polyethylene (pet) junction. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Only the pusher wire and introducer sheath were received. The pusher wire was inside the introducer sheath, and blood matter was observed in the sheath. A plug of blood was observed in the junction area and microscopic examination revealed that the coil had been pulled out of the fused pet junction. However, the junction itself was still intact. Additional information confirmed that continuous flush was maintained, that there were no anomalies noted with the coil or issues with friction during preparation. However, investigation findings indicated that sufficient flush was not maintained. Therefore, it is likely that friction may have been encountered during manipulation of the coil leading to the coil separation from the fused junction area. Based on the available information, and analysis of the returned unit, a root cause of user/use error has been assigned to this investigation.